Manufacturer narrative:
This case was assessed as reportable to the FDA as the event occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional via a sales representative and concerns a patient. The patient was injected radiesse. On (B)(6) 2023, on the day prior to this report, after the radiesse injection, the patient experienced a chin occlusion. The reporter was flushing the affected area, but was unsure of next steps. The outcome of the event was unknown.